Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported, receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was de-cased and battery was replaced with a known good battery. The sensor was re-programmed and a linearity test was attempted. However, the sensor reverted to state 6. An extended investigation was then performed. Upon visual inspection on the returned sensors pcba, corrosion was observed. The sensor was re-programmed, after being observed in state 6. And the sensor would not activate. The returned battery was measured and was found to be outside the specifications. Both returned battery and known good battery reverted the sensor back to state 6. This prompted the removal of r17 resistor, which disables the bluetooth radio chip. After the removal, the sensor was reprogrammed and the linearity test was then performed and passed. Indicating that the glucose results provided by the sensor were accurate. Therefore, the high sensor scan readings reported by the customer is not confirmed. All pertinent information available to abbott diabetes care has been submitted.